Event description:
The manufacturer received information alleging a ventilator had no function. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor will be replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of estimate.